Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and straight leading haptic was observed. The device was received loose in the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The plunger position is acceptable. The trailing haptic is folded onto the optic. The leading haptic is extended straight. The plunger, lens and haptic positions are acceptable. The presentation of straight-leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: ¿use of a non-qualified viscoelastic or bss in the delivery system. Material properties of non-qualified ovds (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. ¿use of the delivery system at operating room temperatures outside of the recommended range of 18 °c (64 °f) to 23 °c (73 °f). Ovd should be allowed to come to operating room temperature over a 20 minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to an event such as reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the back leg of the lens did not fold at all. They also stated that a faulty lens had been received. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the 1 of 3 files.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.